Event description:
Patient called lfs in 2004 alleging the meter failed two control solution tests while attempting to test. The patient reported no high or low blood glucose symptoms at the time of testing. Patient reported receiving treatment by a medical professional, however the patient blood sugar was only 162 mg/dl. No evidence of meter contributing to a serious injury. The issue was not resolved with troubleshooting. The meter and test strips were replaced for the patient. No further information has been reported.